Event description:
It was reported that when the pt returned to the dr two months following a urethral bulking procedure, and during the examination, the dr noted exposed bulking material. Per dr, 1cc was injected on each side using the transurethral stainless steel needle. Approximate rate of injection was 1cc per minute. Approximate time needle was held at the injection site was one minute. Needle tip was embedded to shoulder and there was no blanching of the tissue and no coaptation noted post injection. Pt history included recurrent utis. The dr is not sure if pt's condition is device related or poor tissue healing. The pt was placed on prophylactic antibiotics and current status of pt includes watchful waiting. Dr may bring back for another bulking procedure if pt is healing well.